Manufacturer narrative:
The customer stated that repeat testing was performed multiple times to confirm correct results. Three levels of aqc were run to confirm performance and all levels passed. The customer replaced the measurement cartridge and checked performance with aqc which passed. The cause for the discordant results is unknown.

Event description:
The customer reported discordant sodium and chloride results. There was no injury reported due to this event.

Manufacturer narrative:
Siemens reviewed the instrument data files. The suspect sample was most likely contaminated due to the presence of salt being introduced to the sample from the sample port/luer area ahead of the sample causing elevated na+ and cl- levels. The measurement cartridge showed a typical amount of salt build up on the black luer. The valve seal in the luer was inspected. The valve seal was found to have a defective luer wash port.